Manufacturer narrative:
H11: the device was received for evaluation. The reported issue of leakage was identified during visual inspection of the returned sample, as leakage of clear tpn solution into the outer pouch was observed from the bag. Functional testing was performed on the returned sample, and the device was leaking from the administration port bonding area. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process, causing an incorrect bonding in the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked "from the administration cap to tube connection area". The leak was contained within its original sealed overpouch. The issue was noticed prior to patient use. There was no patient involvement. No additional information is available.